Event description:
It was reported that the patient experienced a leak at the cannula site while using the cadd cleo infusion set. The patient's blood glucose increased from approximately 177 mg/dl to 250¿255 mg/dl, and a manual insulin injection was administered to address the elevated glucose level. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.